Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. A 3.00 x 24 synergy drug-eluting stent was selected for use. However, during preparation, the stent appeared crimped and has something weird on the edge of the stent. No patient serious injury or adverse event were reported.